Event description:
It was reported that the patient was unable to recharge their device after their patient programmer was replaced. A follow-up will be sent if additional information becomes available.

Manufacturer narrative:
(B) (4).